Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the manufacturing site for analysis.

Event description:
Customer reported: during use on pt at hospital a valve at the distal end of pilot balloon came off. Customer confirmed that no fault was identified during pretesting efforts. Customer confirmed that no additional harm to the pt. The information provided to date does confirm if decannulation/recannulation of a replacement tube was performed.